Event description:
It was reported that a patient was diagnosed with peritonitis. The nurse reported that the patient went to the emergency room and was treated with ancef and fortez ( dose and frequency not reported). The patient was treated with ancef for 14 days. The nurse reported the patient reported a break in aseptic technique. The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional information become available, a follow-up report will be submitted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.